Manufacturer narrative:
Additional information was received that the patient's symptoms were pus and swelling.

Event description:
A report was received that the patient had developed an infection at the ipg site. The physician believed that the infection was procedure related. The patient was prescribed clendomycin and augmentin, and had switched to dry dressings. The patient was reportedly doing well and the infection had cleared up.

Event description:
A report was received that the patient had developed an infection at the ipg site. The physician believed that the infection was procedure related. The patient was prescribed clendomycin and augmentin, and had switched to dry dressings. The patient was reportedly doing well and the infection had cleared up.